Event description:
It was reported that balloon rupture occurred. The patient underwent percutaneous coronary intervention (pci). The 85% stenosed target lesion was located in the severely calcified and severely tortuous left anterior descending artery. A 3.00mm x 15mm nc emerge balloon catheter was advanced for post-dilatation. The balloon was inflated twice at 12 atmospheres (atm) for 22 seconds. However, after rotablation, the balloon burst while being inflated to 28 atm. The device was removed, and the procedure was completed with another of the same device. No patient complications were reported, and patient condition was stable.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of an nc emerge balloon catheter. The device was visually and microscopically examined. There was contrast and blood in the inflation lumen and balloon. There was blood in the guidewire lumen and the balloon was loosely folded. There was a longitudinal tear 6mm in length, 2mm distal from the proximal markerband. The tip of the device was damaged.

Event description:
It was reported that balloon rupture occurred. The patient underwent percutaneous coronary intervention (pci). The 85% stenosed target lesion was located in the severely calcified and severely tortuous left anterior descending artery. After stenting, a 3.00mm x 15mm nc emerge balloon catheter was advanced for dilatation. However, after rotabalation, while raising the nc balloon up to 28 atm for calcium lesion modification, the balloon ruptured. The device was removed, and the procedure was completed with another of same balloon. No patient complications were reported, and patient status was stable.